Event description:
Per the clinic, the patient experienced infection at the abutment site (specific date not reported). The patient underwent an abutment removal procedure (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.